Manufacturer narrative:
The customer stated that the following the unexpected shutdown, the system restored functionality with no further issues. The device was monitored for several days by the customer biomed. The biomed stated that no new occurrences and the central station has been functioning without any issues. Cause of failure could not be determined, the issue has not reoccurred.

Event description:
The customer contacted spacelabs technical support to report that while monitoring patients, the xhibit central station unexpectedly rebooted. There was no patient or user harm associated with this event.